Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, via MRI report. ¿prominent folds¿ and ¿a small amount of fluid on both side of the capsule, along some of the lateral radial fold¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: three openings observed, on anterior side assessed, as surgical damage. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Crease/folding of implant: creases were observed. Additional observations: yellow biological tissue observed, the inner surface of the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side "small amount of fluid on both side of the capsule along some of the lateral radial fold" and "prominent folds". Device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d6b, h6.